Event description:
A pump alarm was reported, specifically alarm 20, while the pump was in use. The customer's blood glucose level was at 8.5 mmol/l, which was within the normal range. Technical support helped the customer attempt a new cartridge loading, but the alarm recurred. Consequently, the pump was scheduled for replacement, and the customer was instructed on how to prepare the pump for return shipping.